Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in had foreign matter prior to use, foreign material was observed on the catheter, and the surface appeared irregular.

Manufacturer narrative:
Our quality engineer inspected the 2 samples submitted for evaluation. The reported issues of foreign matter and catheter defeective/ damaged were not confirmed upon inspection of the samples. Analysis of the samples showed no damage on the catheter tip damage or foreign matter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.